Event description:
Customer reported an injury related to an adc product. However, it is unknown the nature of the injury she sustained. It is also unknown what issue the customer had with her adc product. Attempts have been made to contact customer to obtain additional information regarding the injury and product issue.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed.